Event description:
On 05/20/2026, (B)(6) reported that a 57-year-old female patient presented to his (B)(6) office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2025 at tooth location #14. It was reported that the implant was placed after immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2025, within three weeks of implant placement. During the examination, the doctor discovered that the implant had failed to osseointegrate. As a result, the implant was removed on (B)(6) 2025 without the use of any instruments, and it was not replaced. The type of abutment used was a healing abutment, and there was no opposing arch. The patient experienced symptoms of pain and bad taste, which resolved after implant removal. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. Information regarding the patient's bone quality and oral hygiene details were unknown.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).